Event description:
Customer reportedly received results of 185 mg/dl and 77 mg/dl within 10 minutes on the mobile system. Customer reports feeling "uneasy" with the reported results. She ate a piece of chocolate and felt better. No adverse event related to the device was reported. Requested return of suspect device however the system has been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.